Event description:
Rptr indicated that during implant surgery, surgeon nicked a vein branching off of the jugular vein. The pt lost 500cc of blood volume. No blood was given, only IV fluids post-operatively. After suturing up the nicked vein, the surgeon continued with the vns implant procedure without further incident. The pt later complained of weakness, light headedness, and a hoarse voice. The device was not yet programmed to on at the time of the pt's complaints. Further investigation revealed that the pt was seen by physician in 12/2001 and was diagnosed as being dehydrated. The pt had not been drinking fluids post-operatively. The pt was seen by physician again a week later and reported they felt much better and did not have any further dizziness or weakness since starting to drink more fluids. The physician was not concerned about the mild hoarseness. The pt's device was programmed to on at this visit and the pt tolerated the stimulation well.